Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush refills...ejected while in mouth - oral-b [device breakage]. Case narrative: an elderly female consumer via phone stated that the oral-b toothbrush head refill ejected while in her mouth. No injury was reported.

Event description:
Brush refills ejected while in mouth - oral-b [device breakage]. Case narrative: an elderly female consumer via phone stated that the oral-b toothbrush head refill ejected while in her mouth. No injury was reported.

Manufacturer narrative:
On 28-jan-2025: product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.